Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported small pedicles lead to small screw diameter. It¿s a 5.0. Huge leaver arm between the two distal levels, l2 and l3(broken screw), where the screw broke. Oh yeah, the girl weighs (B)(6) kg and fell off a horse.¿ revision to take place (B)(6) 2018.